Event description:
A male pt underwent a percutaneous coronary intervention (pci) in 2008. Specific procedure details are unk. Following the intervention, a mynx vascular closure device was prepped and deployed by a trained mynx operator to obtain access site hemostasis. Hemostasis was initially successful, however, approximately 4-6 hours post procedure, the pt had complaints of claudication and severe ipsilateral lower leg pain with foot discoloration. The pt was started on an IV heparin drip and given integrilin. An additional angiographic assessment from the contralateral femoral artery was performed at which time thrombus at and distal to the right popliteal artery was visualized, as was a lesion with 50% stenosis at the right popliteal. The pt was given percutaneous tpa for the thrombus and flow was restored. The pt did well and was discharged without further treatment or incident at about 3 days later.

Manufacturer narrative:
The device was not returned for eval. Based on the info provided and the investigation performed, the root cause of the reported incident is a stenotic lesion at the popliteal artery resulting in thrombus formation. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU.